Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 2,000 ohms. It was noted that this patient was pacer dependent, and some oversensing and pacing inhibition was observed. No additional adverse patient effects were reported. This pacemaker system was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported. This pacemaker will not be returned as the explanted system was retained by the explanting hospital.